Manufacturer narrative:
The reported event of high impedance was confirmed. Microscopic inspection of the returned lead revealed a fracture on the lead body where all internal wires were broken. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Related manufacturer report 1627487-2020-22222. It was reported that high impedance was observed on the leads. The lead was explanted, and a new lead was implanted. The serial number of the explanted lead is unknown therefore both leads are being reported. There were no complications during the procedure. Patient was stable.